Event description:
It was reported that the unit went black and shut down in middle of MRI case while in volume control mode. The device rebooted, jumped back into volume control mode and reverted to base volume control settings for tidal volume, peep, etc. No patient injury reported.

Manufacturer narrative:
The affected fabius MRI was manufactured in january 2009. For the investigation the control box was exchanged and tested in lübeck. A loose shielding for the dc-dc converter u34 was found. This shielding protects the dc-dc converter u34 against magnetic fields of the mr scanner. In case the shielding is not in place, the iron core of the coil can get saturated which can lead to too high input currents and resets as reported in this case. The loose metal shielding can also cause shorts on the pba also resulting in resets. The problem was solved by exchanging the shielding. The issue was classified as a single case.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided with a follow-up report.

Event description:
It was reported that the unit went black and shut down in middle of MRI case while in volume control mode. The device rebooted, jumped back into volume control mode and reverted to base volume control settings for tidal volume, peep, etc. No patient injury reported.